Manufacturer narrative:
(B)(4).the device was received and evaluated. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the issue. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The reported condition was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A care giver (cg) contacted global technical services (gts) stating the home patient (hp) had passed away and the cg waned to know what to do with the home choice (hc) unit and supplies. The technical service representative (tsr) informed the cg that someone will contact him about picking up the hc. Follow up from pharmacovigilance (pv): called and spoke with the pd nurse who stated that the hp has passed on (B)(6) 2012. The reporter stated that she took care of the patient, however declined to provide further follow up information.